Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three untreated stored episodes and one treated stored episode that the health care professional (hcp) contacted technical services (ts) for review. After device episode analysis, it was determined that the untreated episodes were due to oversensing of noise that was most likely myopotentials. The treated episode occurred because of double counting oversensing of the patient's raised heart rate so one inappropriate shock was delivered. This happened while programmed in the secondary vector. Ts recommended in-clinic evaluation. No adverse patient effects were reported. Currently, this s-ICD system remains in service.